Event description:
It was reported that the patient presented to the emergency room with dizziness. Upon review, the right ventricular lead and the atrial lead exhibited noise, sensing anomaly, clavicular crush, and possible can on lead insulation breach. Programming changes were made. Chronic pacemaker pocket infection was also noted. The device system was extracted on (B)(6) 2018. The patient was recovering.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.